Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that while using an electric shaver, and moving it to the left side of their face, they immediately felt lightheaded. The patient also stated that during further testing with the shaver at the pacemaker clinic, their electric shaver was moved towards the pacemaker and clinical staff observed some sort of electromagnetic interference (emi) anomaly. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.